Manufacturer narrative:
An attempt was made to reproduce the issue by generating reports within the carelink system using the provided username and observed that the issue was reproducible. Additionally, data retrieved from the carelink database was examined to determine if any time change events were recorded in the uploaded data. Testing or analysis confirmed that the conflict data error occurred. The issue is verified based on the conflict data error seen during report generation in carelink support application. To assist with the resolution, we provided the helpline with the below feedback. As a workaround for conflict, we requested helpline to generate reports excluding the date 27/08/2024. As a workaround for parse_failure we requested helpline to try uploading the data immediately. The software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document (B)(4). The most likely root cause for the conflict issue is that the timeline from one snapshot overlaps with the timeline from another snapshot because of certain settings added after uploading a snapshot from the pump. As for the parse_failure error, it could be caused by several unknown reasons the conflict has been resolved in the recent release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly as the customer observed conflits of data in the selected date range. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.